Event description:
The physician reports that the crystalens leading haptic tore while advancing the lens from the staar surgical lens injector sys. The damaged iol was stuck in the cartridge and did not contact the pt.

Manufacturer narrative:
The device history records were reviewd and there were no discrepancies or unusual findings.